Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) and high capture thresholds. The loc was resolved with programming. It was noted that the patient had an underlying rhythm. Evidence suggests that the device still remains in service. No adverse patient effects were reported.